Manufacturer narrative:
As no lot number has been provided, a review of the device history records could not be performed. The investigation is currently underway.

Event description:
It was reported that a guided fluoroscopy demonstrated a thrombus formation in the sfa and a fracture in the middle of the vascular stent approximately one month post placement. The fractured stent was pre-dilated with a pta balloon and another vascular stent was deployed inside the fractured stent, creating patent blood flow in the sfa. The patient was reported to be asymptomatic following the procedure.